Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction replaced for customer satisfaction.

Event description:
Consumer complaint of blood result reading of "lo". Back to back blood tests results were 54mg/dl and an e-5 error message. Last tests in memory: 20mg/dl, "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Back to back blood test results were 54 mg/dl and an e-5 error message. Last tests in memory: 20 mg/dl, "lo". No adverse event reported.